Event description:
A report was received from a hospital or mgr that they have been using expired cidex opa test strips since 07/2008. She requested info regarding this matter. A customer care center (ccc) associate followed up with the customer. The caller reported that the current test strips they are using had expired in april of 2009, but it was not noticed at the time the bottle was opened. They checked their other stored test strips and found others that had expired in 07/2008. She was informed that we cannot recommend the use of the test strips beyond their exp date as we would not be able to guarantee they would perform per the product specs. The caller reported that she has involved the facility infection control person regarding this issue. At the time of the report, they had no info regarding the number of pts or procedures involved. In a subsequent telephone f/u, another or mgr, stated two pts were involved, but no adverse effects have been reported.

Manufacturer narrative:
Na.